Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained an unknown brand of morphine [5 mg/ml] at a dose of 3.0034 mg/day. It was reported an empty pump alarm was occurring. The hcp had access to a physician programmer. Per the event logs, the empty pump occurred on (B)(6) 2017 at 09:19. The hcp was going to refill the pump with saline and was inquiring how to program the pump to minimum rate mode. No patient symptoms/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported the patient missed a refill which led to the empty pump. The hcp stated the patient did not keep scheduled refill appointments for a variety of reasons. The hcp stated the pump was filled with saline. The hcp stated the patient¿s weight at the time of the event was (B)(6).